Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported according to their sales rep, this ventricular lead was capped on (B)(6) 2013 due to no capture at 7.5 v/0.5 ms unipolar and bipolar. There were no other adverse patient effects reported. The lead was actively implanted for approximately 7 years, 4 months.